Manufacturer narrative:
Follow-up # 1 date of submission 12/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: there were multiple occlusion alarms observed in the black box which were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The sensor was detecting the correct force when the force sensor calibration test was completed. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened and there were no intermittent conditions found on the force sensor circuit. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 11/19/2016.